Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a heavily calcified, mildly tortuous eccentric lesion, in lower extremity of the common iliac artery. The 10mmx20mmx80cm armada 35 balloon dilatation catheter (bdc) was advanced to the target lesion for post-dilatation and during the first inflation to 10 atmospheres the balloon ruptured. The device was removed and a non-abbott bdc was used to successfully complete the procedure. There were no adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was initially reported as returning, but has now been reported as not returning because it was discarded at the account. (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulty appears to be related to circumstances of the procedure.

Event description:
Additional information received: the incorrect device was returned for analysis. Pre-dilatation was performed with a 10mmx20mmx80cm armada 35 balloon dilatation catheter (bdc) without issue. A non-abbott stent was implanted. The 12mmx20mmx80cm armada 35 balloon dilatation catheter (bdc) was advanced in the patient anatomy for post-dilatation, however during the first inflation to 10 atmospheres the balloon ruptured. The device was discarded. No additional information was provided.